Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a open "auricullila" resection, the device was unable to fire and did not work properly. They used another recharged to complete the case and resolve the issue. The patient was alive with no injury.